Manufacturer narrative:
H11: the device was received for evaluation. Functional flow accuracy testing was performed and the device met product specifications; the reported condition was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused medication during patient infusion. The event was further described as "medication running too fast". The pump was set to infuse magnesium sulfate over 2 hours, however, the pump infused the medication over 50 minutes. The pump was set to proper settings. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang. Should additional relevant information become available, a supplemental report will be submitted.